Event description:
In 2009, a baxter clinical representative called on the customer's behalf to report, "the facility converted to clearlink, and they have an elevation in blood stream infections." The actual product codes, lot numbers, and how many pts were affected were unk at the time fo the report. No additional information was provided about the pts or availability of samples at the time of the initial report. Additional information was provided on 01/23/2009 by the baxter sales representative. The facility switched to clear link in 2008 and noted an increase in the number of bloodstream infections approx three months later. Additional in-servicing was provided at the facility and an improvement was noted in late 2008. The product (lot number unk) was being used on peripherally inserted central catheters (PICC lines). The facility decided that this device would no longer be used on PICC lines. The baxter representative went to the facility on 01/22/2009 and met with the director of nursing education, infection control, and an access specialist. The decision was made to provide additional in-servicing to the nursing staff on 01/29/09, 01/30/09, and 01/31/09. According to the baxter representative, the facility has checked with other hospitals using this product and they have not noted any problems. The facility feels the problem is due to use of the product and more staff in-servicing would be implemented.

Manufacturer narrative:
No actual or companion samples are available for evaluation. The lot number is unk.